Event description:
Patient reported left side rupture, capsular contracture baker grade IV, and "deformation and pain in the left mammary gland". The device has been explanted.

Manufacturer narrative:
Clarification to d6b explant date: device explant has been confirmed via photos after the surgery, explant date has not been provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.